Event description:
It was reported that during inspection at the user facility the core universal driver was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with the event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, worn internal components were discovered throughout the device. Worn components can be a cause of overheating.